Manufacturer narrative:
Our product evaluation lab received one triple lumen oximetry catheter. The customer report of leakage issue was confirmed. Distal extension tube was found damaged at connection to backform, and a hole was also observed at the damaged area. The size of hole was less than 0.5mm and could not be measured by ruler. Leakage was observed from the hole when distal lumen was pressurized. Both medial and proximal lumens were patent without any leakage or occlusion. No other visible inconsistency was observed from the returned sample. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the investigation, the failure extension tubes - damaged cannot be associated to a manufacturing process defect and a root cause could not be determined at this time. The affected final and sub assembly work orders documentation and the manufacturing process were verified and no deficiencies were found. As part of manufacturing process, a 100% leak test is performed at the backform and catheter sub-assembly levels per procedure. Also, the procedure for manufacturing the backform was considered even though there is no operation in the procedure that could cause damage to the extension tubes. During the manufacturing process the unit goes through several leak tests, after the backform molding process and in the subassembly process. After the second leak test, no operation was identified that could cause damage to the extension tubes. The IFU also recommends the following as part of the insertion procedure: flush catheter lumens with a sterile solution to assure patency and to avoid introduction of air into the circulation. As part of the corrective actions, a personnel acknowledgement was provided to the manufacturing personnel as part of the investigation. Complaints incidence will continue to be monitored, and applicable actions will be taken as required. The complaint does not meet pra escalation triggers. No corrective action is required this time.

Event description:
It was reported that infusion solution leakage was observed from the bottom of the distal lumen during use. A crack on the leakage location was suspected. Leaked infusion solution was one of the following: acetate 3g, solacet f or potassium l-aspartate mixed with saline. As a trouble shooting, the catheter was replaced through a guidewire. No new stick/incision and additional treatment was required. The catheter was inserted to the patient during removal of descending aortic aneurysm. Patient gender: male; initials: (B)(6); age: 60 and weight: 135.5kg. No patient injury occurred. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.